Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer was advised to clear the alarm. Customer was advised to disconnect from the pump. Customer was at work and did not have any extra supplies with her. Customer was advised that she would need to change out her infusion set and revert to a back-up plan. It was explained to the customer that either her infusion set or her reservoir was occluded. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.